Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during their automated peritoneal dialysis therapy. Reportedly the home pt's transfer set had become disconnected from their catheter during therapy. Baxter's technical service center assisted the home pt in ending therapy early. The home pt had their transfer set replaced. Per the home pt's nurse, no pt injury or medical intervention was associated with this incident.